Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter error message. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in a follow-up call on 20-apr-2026 to ensure the customer¿s initial concern was resolved- the customer stated he received the replacement but has not used it as if yet.

Event description:
Consumer reported complaint for error message (e-3). Pharmacist is calling on behalf of the customer. The customer feels well and did not report any symptoms. Customer stated they were getting e-3 and couldn't get a reading, so they ended up calling 911 on the day of the call. When paramedics were there, they opened another bottle of test strips with the same lot number, but they were still getting the e-3 with the new vial. Paramedics were able to test with their own equipment and get a reading (undisclosed reading). During the call, a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 11/30/2026; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.